Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair using an ultra fast-fix, t2 was deployed simultaneously, both implants were removed. The procedure was completed without a delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed two devices. One device was imaged with both anchors attached to the needle. The t2 anchor is pushed forward against the needle dimple. No physical damage visible to the imaged device. A visual inspection revealed the device was returned with the depth tube still attached uncut covering the entirety of the needle. The anchors and suture were attached to the needle as intended. The actuator was not triggered. No physical damage visible to the device. A functional evaluation revealed the device functioned as intended. There was no relationship found between the device and the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.